Manufacturer narrative:
Due to character restrictions in block e1 event site name :(B)(6) medical center.

Event description:
It was reported that during regular inspection, the cs300 intra-aortic balloon pump (iabp) unit's crm was found damaged. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, d5, e1 (initial reporter and email), e2, e3, e4, g2 updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during regular inspection by by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit's crm was found damaged. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions),h10. To fix the issue the getinge field safety engineer(fse) that discovered the issue replaced moisture removal module (crm), drain port connector (0997-00-0986), battery (0146-00-0039) and safety disk (0997-00-0985-06). Equipment calibrations were performed and comprehensive inspection results are good.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during regular inspection, the cs300 intra-aortic balloon pump (iabp) unit's crm was found damaged.